Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and drain was used. Adverse event reported to her for drains; drain was inserted in (B)(6) and they have just found 13cm of it left behind in another op in (B)(6) 2023. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not received. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure name from (B)(6) 2022? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? How was the product function verified following the first activation? Who monitored the drainage and how often? When was the breakage first noted? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the 2nd procedure name where drain piece was discovered and retrieved? The diagnosis and indication for the index surgical procedure? The diagnosis and indication for the 2nd surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? It was mentioned there is a photo of the product, please forward for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.